Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a procedure for subtrochanteric fracture with the blade in question. On (B)(6) 2021, one(1) week after surgery, an x-ray showed that the blade had not passed through a nail. In the postoperative photographs on the surgery day, the lateral view was taken toward the front, and it was not confirmed that the blade did not pass through the nail. As a result of discussion between the surgeon and the sales rep, it is considered that the followings are the main causes of this event. The patient's general condition was poor, and it had already been 2 weeks since the fracture at the time of surgery, and the reduction position could not be restored. Nail insertion was backward. Since the surgeon tried to insert the blade in the optimal position under the above situation, the surgeon adjusted the height of an aiming arm with a great deal of force, which may have caused the nail and aiming arm to bow and the insertion position of the blade to deviate. It is necessary to perform a reoperation because the blade does not help fix fracture site. However, since the patient's general condition is poor, and anesthesia may not be possible, the patient will be monitored for a while. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - nails: tfna (part# unknown; lot# unknown; quantity: unknown) unk - guides/sleeves/aiming: aiming arm (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) tfna helical blade perf l85 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.